Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device displayed a "bridge test failed" message. Medics performed CPR to the pt until the pt was transferred to the nearby hospital. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.